Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead were suspected to be fractured as both leads had high thresholds and undefined impedances. The ra lead and rv lead were capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that there was increased impedance, noise and increased thresholds on the right atrial (ra) lead and right ventricular (rv) lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.